Event description:
The customer reported that the probe tip containing a 5g load broke away from the kangaroo feeding tube while being pulled from the patient. An operation was necessary to remove the detached element from the intestine. The patient was fine.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Device evaluation: the device history record (DHR) review showed no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Six sample were received for evaluation. The samples were visually inspected. From the six samples received, only one sample was confirmed with the reported condition. An exact root cause could not be determined. Because the assembly process operation is performed manually by production personnel, it is possible that the lack of or an insufficient amount of solvent applied could have caused a detachment of the adapter at the tip of the bolus. Based on the investigation, no further actions are being pursued. As an awareness notification, production personnel received a notification regarding the condition reported with a quality alert. This complaint will be used for tracking and trending purposes.